Event description:
During a laparoscopic cholecystectomy, it was reported there was a tear in the outer gasket of 5mm trocar and round piece on the olive of the 512b popped off during surgery. There was no consequence to the pt.